Event description:
It was reported the filter migrated caudally. The filter was placed in a trauma pt who had thoracic and spinal injuries. The filter was placed approx one year ago at l2/l3 interspace. A scheduled removal was attempted. At that time, it was discovered that the filter moved to the l3/l4 interspace. There was also reported to be a fractured leg located close to the filter along with several legs appearing to be sticking out of the cava. The filter was reported to be tilted. There was no extravasation noted. There was no clot in the filter. The filter remains implanted. The fragment was left in the patient. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. The removal of this filter is considered to be an off label use of this device. The current IFU (information for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.